Event description:
It was reported that during transport, the ventilator was not giving breaths on an intermittent basis while contacted to the pt. There were no audible alarms. The ventilator was changed from pressure control to volume control with no further problem. No reported harm to the pt.